Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's wife smacked him on his butt over his battery and now he has pain at that site and complains of change in stimulation. The patient is also only feeling stimulation on their right side (needs bilateral) and getting out of regulation (oor) message above 6 ma. The impedances checked and were within normal limits. However the patient was programmed and the impedance was 1500-1800 causing the oor. The rep reprogrammed around those electrodes and increased pulse width to achieve no oor and bilateral coverage. The rep was unable to help the patient with their pain at the battery site. The patient was instructed to follow up with their surgeon if that persisted. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.